Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that the patient felt chest pain on the pacemaker device site. The patient also stated that the device was moving around. Boston scientific technical services (ts) referred the patient to clinic to verify normal device function. Additional information was received indicating that this device location was not implanted deep enough and caused discomfort to the patient. This device was explanted. No additional adverse patient effects were reported.